Manufacturer narrative:
Patient identifier should read (B)(6). RMA issued. Replacement communication power cable and camera spring arm cable assembly shipped to site (B)(6) 2013. To date, the power cable has not been returned to manufacturer for further evaluation. Medtronic inspection of returned suspect camera spring arm cable device finds the hose connector was damaged with wires exposed beneath the strain relief. The shield wire appears to be cut and pulled apart. The cable passed a continuity test with the exception of the shield wire which was found to be open. Physical damage and deformation of the camera spring arm cable device directly caused the event.

Event description:
A medtronic representative reported that, while in a cranial navigus biopsy, the camera cycled power. The camera intermittently went to black status. In trouble-shooting, the medtronic representative re-plugged the cables, power cycled and re-connected. The surgeon completed the procedure with the use of the stealthstation treon treatment guidance system. There was no impact on patient outcome.